Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, at the end of the surgery, the surgeon was not able to press the green button and squeeze the handle and the device did not fire. The recharge could not be charged at the stapler. It also had an incomplete staple line distally. An additional reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.